Event description:
Report received of pt hospitalized recently due to withdrawal symptoms due to an unsuccessful fill. Pump was filled by a home care agency. Follow up with the health care provider of record revealed pt did experience withdrawal symptoms due to incorrect filling of the pump. Corrections have been made. Pt is doing well.